Event description:
Reporter alleged blood glucose monitoring device was reading high (in the 500's mg/dl) and was tested during a regular doctor appointment. Reporter stated lab measured 239 mg/dl one half hour after a meter result of 571 mg/dl and about 3.5 hours after eating. No treatment was reportedly received however it was stated doctor advised to take insulin when arriving home. A request was made for the return of the suspect device and replacement product was sent.